Manufacturer narrative:
Additional information: b5, d9, g3, h1. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was received on 05/05/2025: during a reverse total shoulder arthroplasty procedure on (B)(6) 2025, the instrument was found to be broken before the case began. The broken piece was located in the tray, and no fragments entered the patient. The procedure was successfully completed without incident, using an ar-9165cdg baseplate impactor assembly. There were no reported delays, and no additional anesthesia was required. The patient's bone quality was noted to be hard, but this did not affect the overall outcome. The patient experienced no adverse effects due to the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems- (B)(4), an ar-9165cdg baseplate impactor assembly, had the flange off the blue impactor part, which was broken off. No patients were affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9165cdg batch number 052243 was received for investigation. Visual inspection noted that the blue baseplate adapter was broken/damaged. Functional testing wasn't performed due to the damage to the device. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. Refer to the investigation photos. The complaint allegation is confirmed.